Manufacturer narrative:
During a follow-up, customer reported an o-ring from a previous cartridge was on the pneumatic tap causing the cartridge fit issues.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge did not fit "flush" onto the pump. Customer declined reloading the cartridge at the time of the report. Customer's blood glucose (bg) level was 271 mg/dl. A correction bolus was delivered to address bg.